Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The led interface board was replaced as a precaution. The device was recertified and returned to the customer. The device activity file and the clinical log file were reviewed. The activity file does not show any errors that would indicate the inability to shock. The clinical log file analyzed multiple times and prompted "shock advised" follow by prompts of "don't touch patient, press flashing shock button" and ending with "no shock delivered". Several seconds after, the device internally discharged. After the second "shock advised" determination, the pads are removed and again, the device recorded a "no shock delivered" message. There are no errors in the logs that would indicate a device failure. The no shock delivered message is typically recorded if the shock button is pressed while in clinical mode, but the device is not charged. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a 58-year-old male patient, the device failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.